Event description:
It has been reported that during placement into the pt¿s back, the glass loss of resistance syringe broke when inserting the epidural needle. As a result, another syringe was used. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. On (B)(6) 2012, additional information was reported stating the syringe broke in the anesthesiologist¿s hand near the hub.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.